Manufacturer narrative:
Clinical assessment of the reported event was unable to be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made; however, denied due to requirements for patient authorization. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. Also, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem - updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx bifurcated stent graft and an afx vela suprarenal extension. Approximately six (6) years post initial procedure, the patient presented for routine follow up with noted sac enlargement. The patient was reportedly stable. Re-intervention was completed with implant of an afx2 bifurcated stent graft and an afx vela suprarenal extension. Subsequent to the initial report, additional information was received reporting that angiogram confirmed there was a type iiib endoleak. The patient was stable pre and post procedure.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx bifurcated stent graft and an afx vela suprarenal extension. Approximately six (6) years post initial procedure, the patient presented for routine follow up with noted sac enlargement. The patient was reportedly stable. Re-intervention was completed with implant of an afx2 bifurcated stent graft and an afx vela suprarenal extension.